Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor patient had implant for urinary retention. Patient reported the device helped with her symptoms but that when they had the knee surgery the experienced a change in therapeutic effect and had to use depends because they experienced incontinence. Patient also reported that they experienced pain. No further complications were noted or anticipated.